Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was reported. Therefore, a balloon aortic valvuloplasty (bav) was performed. During the bav, the valve dislodged. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted in a deeper position. No other adverse patient effects were reported.